Event description:
It was reported that this pacemaker exhibited farfield oversensing. A pacemaker mediated tachycardia (pmt) appears to be successfully terminated and recorded. Technical services (ts) was consulted and explained electrogram (egm) appears to be atrial or sinus drive. No additional adverse patient effects were reported.